Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for hypernatremia and right heart failure. They were discharged. Log files noted a few unsustained power and flow elevations on (B)(6) 2024. Additionally, 231 pulsatility index (pi) events were seen between 07may2024 and 09may2024. The patient had bloodwork performed that was pending. Their mean arterial pressure (map) was 82 and their heart rate was 88. The patient had been experiencing dizziness in the mornings so their antihypertensives were decreased. The patient was elderly and moving towards a palliative approach. The team was mostly symptom managing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined through this investigation. The submitted log file contained events spanning from 07may2024 to 09may2024. No notable alarms or unusual events were captured. The pump appeared to have been operating as intended at the fixed speed. It was noted that the patient was elderly and was moving towards a palliative care. The patient remained ongoing on (B)(6) until they ultimately expired on (B)(6) 2024 due to renal failure (refer to manufacturer report number 2916596-2024-04916 for evaluation). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient did not have right heart failure prior to left ventricular assist device (lvad) implant. They were admitted for right heart failure on (B)(6) 2024 until (B)(6) 2024. They went home for one day and was then admitted again from (B)(6) 2024 until (B)(6) 2024. They were treated with diuresis and milrinone. The patient's right heart failure improved after treatment but did not resolve. The cause was not determined however the patient was on year 11 of mechanical support. The device operated appropriately. The patient's low flows were attributed to hypovolemia and were not suspected to be a device issue as the patient was also having hypotension and weight loss. The alarms resolved with volume resuscitation.